Event description:
It was reported that the patient presented in the emergency room after receiving multiple shocks. Upon interrogation, the pulse generator had delivered inappropriate shocks due to the right ventricular lead sensing both atrial and ventricular events. It was noted that the right ventricular lead exhibited elevated capture threshold and lowered sensing. Lead dislodgment was then confirmed via a chest x-ray. The patient was brought in on (B)(6) 2017 for a lead revision procedure. During the procedure, twiddler's syndrome was confirmed. The lead was explanted and replaced. The patient was stable post-procedure and would continue to be monitored.